Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Event description:
The surgeon reported an injury to the popliteus tendon after osteotomy with mako. The timing of the injury is unknown.

Manufacturer narrative:
Reported event an event regarding issue unclear involving a mako robotic arm was reported. The event was not confirmed because the product was not available for inspection. Method & results -product evaluation and results: a request for a field service engineer inspection was not made and the robot was not inspected as no service max case & work order exists. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a review of device history records shows that rob was inspected and the quality inspection procedures were completed with no reported discrepancies -complaint history review: a review of complaints in trackwise shows no other complaints related to the failure in this investigation. Conclusions: the alleged failure mode was not confirmed because the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
The surgeon reported an injury to the popliteus tendon after osteotomy with mako. The timing of the injury is unknown.